Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they feels pump may be delivering too much insulin causing low blood glucose also bottom of pump was protruding. The customer blood glucose level was unknown. Customer also stated that frequent no delivery alerts resulting in customer needing to rewind, prime, and then redeliver the insulin. The insulin pump will not be returned for analysis.